Event description:
It was reported that high capture thresholds with loss of capture was observed on the right ventricular (rv) lead. Tachycardia therapies were disabled. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
New information received notes suboptimal sensing was observed on the right ventricular (rv) lead, and micro dislodgement was suspected.

Manufacturer narrative:
The reported events were micro dislodgement, failure to capture and r-wave amp variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.